Event description:
Per the clinic, it was reported that the patient has 2 electrodes turned off due to dizziness and 6 open electrodes. Explant and re-implantation is planned but has not taken place at the time of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.